Manufacturer narrative:
Patient age, date of birth, gender, and weight not available for reporting. Date of event reported only as 2018; exact date is not known. 510k: this report is for an unknown 4.5mm va lcp condylar plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. It is not known if device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the va lcp condylar plate broke eight weeks post-operative. No other information was provided. Concomitant devices reported: trauma plate (part number unknown, lot number unknown, quantity 1), screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) unknown 4.5mm va lcp condylar plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality conducted a review of the provided x-ray. Narrative (plate breakage) could be verified from provided x-rays. Risk documentation review confirmed that this complaint condition is adequately covered by the risk assessment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.